Manufacturer narrative:
Evaluation method code - photographic inspection this report is being filed to provide additional information. Investigation: the disposable set was unavailable for return. The customer submitted pictures of the reservoir and the collected product, both of which show clotting. A service call was placed for the machine. The anti-coagulant (ac) system was tested with no issues found. A simulated run was successfully performed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event the rdf analysis shows that the patient is "female" despite the customer initially stating the patient is "male". Based on the run data file analysis, the spectra optia system operated as intended. Signals in the run data file showed: no indication that a blood warmer was connected during this run. It is inconclusive if the reported ac line was occluded by a blood warmer attached during the procedure or if the customer means a blood warmer unit nearby. There are some inlet and return pressure alarms throughout the run. There are some ¿rbc were still detected too soon¿ alarms during the collection. The run ended with ¿reservoir sensors malfunctioned¿ alarms, which is likely a result of foam in the reservoir that was not resolved.¿ 1082 ml of ac was used during the run. The ac sensor did not indicate that the ac line was empty or not flossed, but it is possible that the occlusion could have been below the sensor if it was in fact present. There was no clumping in any of the aim images logged during the run. Root cause: images submitted by the customer confirm clotting was occurring in the reservoir and the product. The rdf analysis does not provide a conclusive root cause for the clotting. Based on customer statements, the clotting occurred because the ac line was occluded by the blood warmer which could occur due to a misload of tubing.

Event description:
Patient's gender and weight were obtained from the run data file (rdf).

Event description:
The customer reported that at the end of a mononuclear cell (mnc) collection procedure, they noticed the anti-coagulant (ac) line was occluded by the blood warmer. They noticed the collected product was a 'big clot'. Per the customer, 300 ml of ac remained in the bag and the optia machine stated that 1064 ml of ac was to be used. No medical intervention was necessary for this event and the patient is reported in stable condition. The patient is scheduled for another collection procedure on the following day. The customer declined to provide the patient identifier, age and weight. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: fluids hanging were acd-a and 0.9% normal saline. The product volume collected was 276 ml. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. The information below has been included in this report to clarify the selection. This supplement is also being filed to modify information, per FDA request. Follow-up with the customer was done and per the customer, the patient was likely remobilized prior to the recollection.